Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) found the tip clamp, plunger clamp and lld spring in row 11 bad. Fse installed new tip clamp, plunger clamp and lld spring in row 11. Fse performed splld checking procedure and tested summit with oas user software. The instrument was tested without problem and was returned to expected operation.

Event description:
The ortho summit sample handling system instrument did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident.this report corresponds to ortho clinical diagnostics inc. (B)(4).